Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the incorrect time in pump settings. Customer's blood glucose (bg) was high, however, a specific value was not provided. Customer administered a manual injection to address bg level. Reportedly, the customer corrected the time to resolve the issue.